Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 85 mg/dl. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.